Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported experiencing atrial fibrillation and suspected a "failure" of the implantable pulse generator (ipg). The patient noted that they may "have fainted" during the atrial fibrillation episode while driving in their son's car. The ipg remains in use. No further patient complications have been reported as a result of this event.